Event description:
A report was received from the field indicating that the sterrad was emitting a hazy fog into the room. They have two (2) other systems which are not in use. Thus, the haze was isolated to this system. Additional information obtained from the asp's field service engineer assigned to this service call, indicates that the spoke to the sterile processing department (spd) supervisor at the facility over the phone. The customer was asked to run a test cycle. The unit did not emit haze when in use; unable to recreate the complaint reported. The root cause remains unknown, and there were no human contact/reactions associated with this event.

Manufacturer narrative:
(B)(4) - oil mist/haze.